Event description:
It was reported that the patient's ipg was turning off intermittently unprompted leading to a decrease in relief from their scs system. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted. Replaced, and therapy was restored.

Manufacturer narrative:
A patient had an ipg replacement was reported to abbott. It was determined that the patient's ipg was turning off. As a result, the patient underwent surgical intervention. The physician decided to replace the patient's ipg due to intermittent emi activations. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.